Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call he experienced high blood glucose levels. The customer's blood glucose was over 500 mg/dl. The customer treated the high blood glucose with manual injections. The customer also mentioned having an issue with the sensor not tracking. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer stated that he had issues with the sensor glucose readings being different from his actual blood glucose as well. The customer did not return the product for analysis.